Event description:
The customer reports: art line guidewire passed the pre-insertion check, inserted, guidewire stuck halfway between the black line and fully inserted and could not withdraw. Entire unit removed from the patient, guidewire remained stuck, with excessive force, guidewire stretched/ unraveled to a miniature slinky.

Manufacturer narrative:
Qn# (B)(4). The customer returned a catheterization device for investigation. The device contained signs of use in the form of dried blood. Visual and microscopic examination of the device revealed the swg was unraveled from the distal weld. The protruding core wire was flat, and necking was observed at the point of separation, indicating a break adjacent to the weld. The distal end of the coil wire was stuck inside of the introducer needle cannula. The guide wire coil snapped and separated while attempting to retrieve the distal end from the needle (the distal weld was not present). It appeared as though the needle was clogged with blood, which caused the swg to become stuck. The proximal weld was still attached to the black slider. No physical defects or anomalies were observed on the needle. The length of the core wire from the exposed distal tip to the swg handle measured 129 mm, which is within specification, indicating the core wire broke adjacent to the distal weld. The outside diameter (od) of the guide wire, and the inner and outer diameter of the needle cannula were measured and were found to be within specification. A manual tug test revealed the proximal weld was intact within the swg handle. The instructions-for-use provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire unraveled during use was confirmed through examination of the returned sample. Dimensional and visual inspection indicated the core wire broke adjacent to the distal weld. In addition, the distal end of the coil wire was stuck inside of the introducer needle due to clogged blood. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context caused or contributed to this event.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: art line guidewire passed the pre-insertion check, inserted, guidewire stuck halfway between the black line and fully inserted and could not withdraw. Entire unit removed from the patient, guidewire remained stuck, with excessive force, guidewire stretched/ unraveled to a miniature slinky.